Event description:
The user reported that the display screen would sometimes become completely scrambled. There was no pt harm involved. The problem was isolated to an intermittent defect on the mother board assembly (590329). No specific cause has been identified. The assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.